Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3; h6: investigation summary investigation flow: damage. Visual inspection: the drill bit 1.5 l74/57 f/core hole (p/n: 03.130.302, lot number: f-23512) was received at us cq. Visual inspection of the complaint device showed the distal tip of the device was broken and broken fragments was not received. However, the reported condition for embedded device could not be confirmed during the investigation since no such evidence was provided. No other issues were observed during the cq investigation. Device failure/defect is identified. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint is confirmed. Investigation conclusion: the overall complaint was confirmed for the received device. However, the embedded device condition was not confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.130.302 lot # f-23520 manufacturing site: selzach release to warehouse date: 21 dec 2017. Supplier: sphinx werkzeuge ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.130.302. Lot: f-23512. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 27 nov 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, after the surgeon drilled the bone the drill bit broke. When removing the drill bit, it came out incomplete and remained inside the patient's bone canal. The procedure was completed with another drill. No further information provided. This report is for one (1) 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for (B)(4).